Event description:
The consumer states it was raining and he allegedly got stuck in the mud. When he was trying to get out of the mud, he was going back and forth in the chair and the harness allegedly melted. No injury is alleged.

Manufacturer narrative:
(B)(4).

Event description:
The consumer states it was raining and he allegedly got stuck in the mud. When he was trying to get out of the mud he was going back and forth in the chair and the harness allegedly melted. No injury is alleged.

Manufacturer narrative:
RMA 859372595 has been issued for the return of the wheel chair.